Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose in november. Customer's blood glucose was over 800 mg/dl at the time of admission. The customer reported vomiting from their blood glucose. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was treated with insulin and an IV drip. Customer stated they have been disconnected from the insulin pump since this incident. The customer agreed to return the insulin pump for analysis.